Manufacturer narrative:
E1:(B)(6).(B)(6). Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient experienced adhesive issues with infusion set, which fell off after 1-2 days of use event on (B)(6) 2026 no further information is available.